Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v944205, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# v425792, implanted: (B)(6) 2010, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was determined and it was device related. The patient had reported the implantable neurostimulator (ins) moved in their chest when they slept in certain positions like lying on their side. The patient was not able to recharge normally, but they were receiving effective therapy. A chest x-ray determined the position of the ins was flipped compared to previous scans done. The ins was repositioned on (B)(6) 2014. Following the revision the patient had recovered without permanent impairment.

Event description:
It was reported they were not able to get any coupling and they had tried three different implantable neurostimulator rechargers (insr). An x-ray was going to be done. There was some tissue in between the skin and the ins and they could not feel the ins from the skin¿s surface. It was noted they tried the clinician programmer and it worked fine and the impedances were fine. The ins was at 50%. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.